Event description:
The patient experienced a loss of therapeutic effect and stimulation in the wrong location. Specifically, his device worked fine for the first 3 years after implantation. He was told that only 2 of his 8 electrodes worked. The patient's implant was near his groin and the lead went down to 3 inches above his knee. Further information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3988, lot # n26667, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the high impedances (>4000 ohms) were observed on all electrode combinations of #0, 1, 2, and 3 when interrogated on (B)(6) 2013. The ins battery status was noted as "okay." If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was stated that "excessive stimulation caused him to fall." This event occurred two years after implant in 2005-2006. It was noted that the patient has not used the stimulator since then. Periodically the patient would turn it on and experience pain. The patient was seen by a medtronic representative "a few years ago" and was told that the leads were broken. The patient has a peripheral nerve stimulator for lower extremity neuropathy. The patient was planning on having the system explanted on (B)(6) 2013. The patient symptoms were located in their lower leg and they were receiving less than 50% therapy relief. It was reported that the patient was alive with no injury or adverse event. Additional information received reported that the patient's device was "only therapeutic for a couple of years." The patient has been told that there were impedance issues. The patient had not used the stimulation "in many years" but was requiring an MRI which is why it was being replaced. The implantable neurostimulator (ins) was placed in his upper thigh and the extension and lead were implanted directly over the peroneal nerve by the knee. When the system was removed, it was noted that broke off from the lead wire. It was also noted that there was "significant tugging" on the device by the doctor. It was unclear if the lead body was already severed from the lead wire before the explant. It was stated that there were high impedances, greater than 4,000 ohms. It was reported that the patient has a successful removal of the product. There no additional updates on the patient after the procedure. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that everything was explanted in 2013 because the ¿device blow up inside him.¿ the patient did not have any of the manufacturer¿s product implanted, but the healthcare provider (hcp) wanted to implant an infusion pump; however, the patient did not.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the leads were broken and removed. In addition, the patient had the implantable neurostimulator (ins) in his leg and it was ¿broken¿ and they had to take it out. The ins and lead had ¿broken¿ and it had been ¿broken for quite a while¿ before it was checked out and removed. The patient stated, ¿the leads had broke two years after they were in me.¿ the patient noted¿that meant another surgery and he just could not do it.¿ the patient had it adjusted and, at that time, he was told one of the leads ¿was not working¿ and ¿when the doctor went in they were all broken.¿ the system was removed (B)(6) 2013. The patient stated he was under anesthesia and ¿kind of out of it¿ prior to the surgery. It was unclear if the patient was referring to the implant or removal surgery. At the time of the surgery, the patient stated he wanted to talk to the manufacturer's representative because he wanted her to know that ¿he went through a lot with the implant and having to have it taken out and have it broken.¿ however, after the surgery, the patient was not able to talk to the manufacturer's representative. The patient stated the manufacturer's representative took the explanted ¿stuff¿ with her but they were his and his insurance had paid for them. The patient stated they would not talk to him about it (the leads or the ins). The patient stated he had, ¿suffered without this.¿ the patient noted having permanent nerve damage in his leg. However, he did mention the stimulation worked for ¿a while, for a couple of years.¿ after it broke, the patient had to go back to ¿a lot of pain meds and really messed his life up.¿ the patient wanted to know if any part of his explanted system was part of a recall. The patient noted that ¿there was a recall on them,¿ and ¿they gave him a rough time.¿ patient services (ps) reviewed with the patient that ps was unable to find that any part of the removed system as part of a recall. The patient was considering having a pump implanted. The patient mentioned the possibility of the pain pump again and stated, ¿[the manufacturer's representative] will have to convince me ¿ that this is better quality than the first time.¿ the patient had a doctor¿s appointment scheduled and would speak to the doctor.

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). Analysis of the implantable pulse generator (ipg 7425 itrel 3, serial # (B)(4)) found its battery not in new condition. The ipg failed functional test due to being not in new condition. Shield/can was scratched, battery was expanded. Insulation coating was scratched. Output test using all electrodes referenced to one electrode showed a good stable output. Analysis of the extension (extension 748925 quad, serial # (B)(4)) found its body cut through and the product segmented. Only proximal segment was returned, distal end was not returned for analysis. Extension conductor was cut. Crimp sleeve was not returned. Extension insulation was cut through and the extension was segmented. Functional test found acceptable continuity with no shorts between circuits.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.